Event description:
It was reported that the device exhibited error code 41622 / see customer order / estimate. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: event date unknown. E1: reporter phone number: (B)(6) one device was returned for evaluation. Visual inspection revealed the device slightly worn and the downstream occlusion (dso) gasket had an air bubble. Event history log confirmed ¿system error 41622¿ alarm messages occurred. Functional testing was able to replicate the reported issue; as soon as the motor tried to start, the alarm went off. After an internal inspection, a loose screw was found in the motor. The root cause was determined to be the loose screw in the motor. The screw was to be removed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.